Event description:
The customer reported to olympus, during preparation for use for an unspecified procedure, the front panel image error was stuck on the video system center. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty endoscope recognition substrate. Olympus will continue to monitor field performance for this device.